Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off completely. However, the fragment was missing, since it was not returned. The cause of this damage and the breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged, since otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions, since the damage and breakage of the ceramic insulation were caused by mechanical overload. Therefore, this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a follow-up cystoscopy procedure on (B)(6) 2016, the surgical team found a ceramic insulation inside the patient's bladder which had broken off from an inner sheath. The following attempt to retrieve the foreign object with a grasping forceps was not successful. The cystoscopy procedure was then canceled and rescheduled to retrieve the ceramic insulation which most likely broke off from the inner sheath during a therapeutic transurethral resection (tur) procedure in (B)(6) 2015. However, this was not noticed during the tur which was successfully completed with the same set of equipment. Furthermore, there was no report of adverse events or patient injury.